Event description:
It was reported that there was a lead integrity alert (lia) was triggered due to short interval counts (sic) and oversensing. There is also 60 cycle electromagnetic interference (emi) seen. Electrogram (egm) shows rv tip to ring with intermittent oversensing with coarse baseline. It was also noted that the can to coil shows 60 cycle interference on egm. The patient did not receive any shocks. Follow up reported that the patient was in a hot tub when the event occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558, implantable tachy lead, implanted: (B)(6) 2001. (B)(4).